Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a fractured electrode. It also exhibited high pacing thresholds and was dislodged, which prompted a high output from the pacemaker, subsequently depleting the pacemaker battery. Both the rv lead and pacemaker were surgically abandoned and a new rv lead and pacemaker were implanted. No additional adverse patient effects were reported.